Event description:
It was reported on (b)(6) 2026 that the patient¿s infusion set was leaking.

Manufacturer narrative:
E1: Name: Ypsomed AG,Country: Switzerland,Street: Weissensteinstrasse 26,City: Solothurn,Zip Code: CH-4503.Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 3003442380.